Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that the patient's monitor was overheating and smelt like burning plastic. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) has not yet been returned for evaluation. The reported problem (overheating and burning smell) has not been able to be confirmed. A supplemental report will be submitted upon receipt of the monitor and completion of the device evaluation. No adverse event resulted as a result of the reportedly defective monitor. The patient was issued a replacement monitor.